Manufacturer narrative:
According to information received, this event is related to an allergic reaction which is well-known and described adverse reaction to hyaluronic acid filler injections. Generalized allergic reactions that manifest within minutes to hours after the injection and the reported symptoms include dizziness, nausea, trembling and a variation of the heart rate are well-known and documented reactions in hyaluronic acid injections. With medical treatment, symptoms can be quickly fully resolved, without sequelae. In addition, the risk of such reactions is mentioned in the instructions for use of teosyal products. In this particular case, without clear allergology assessment of the patient this adverse event occurred following the use of a lidocaine-based dermal filler, which is contraindicated for patients allergic to lidocaine as per instruction for use of our products.

Event description:
This case occurred outside of the USA, in switzerland. According to information received on (B)(6) 2023, a patient was injected with 0.9 ml of teosyal rha 1 (tprl-213422b0) in the perioral lines and bar-codes, with 0.4 ml of teosyal rha 2 (tp30l-214021c0) in the subcutaneous vermillion border and with 1 ml of teosyal rha 3 (tp27l-22201al0) in the chin depression, on (B)(6) 2023. During the injection, the patient was reportedly stressed and tired. During the last part of the injection, the patient complained about epigastric pain, then the patient lost consciousness accompanied with urine loss . On awaking, the patient continued to feel pain in the epigastric area and vomited 4 times. In the meantime, as corrective action, the patient was placed in the trendelenburg position and the medical staff took the patient's constants. The same day at 5 p.m, given the lack of improvement, the patient was transferred to the cantonal hospital. Following this initial report, the injector thought it was a vagal discomfort probably caused by stress and possible anaemia. And as soon as paramedics arrived, they were suspected a stage 2 anaphylactic reaction. After the initial admission, two patient follows-up were done : on (B)(6) 2023 at 9 pm: the symptoms of the patient were resolving. On (B)(6) 2023 at 9 am: the doctor of ICU diagnosed a possible stage 2 anaphylactic reaction. As a result, the practitioner prescribed a treatment with oral antihistamines and corticosteroids for 5 days. The patient was also advised to see an allergist. To date, the patient no longer has any symptoms and is very satisfied with the aesthetic result. Thus, this case is closed as is.